Event description:
It was reported that during an post implant procedure, the connector of the flexible tube broke. Therefore the band could no longer be adjusted. It was determined during yearly check up that the band could not be adjusted. During x-ray the insufficiency was detected. The port has been implanted beneath the costal arch. The patient did not suffer any trauma. Only the port has been explanted and replaced. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.